Event description:
It was reported that after an infusion set and cartridge change, the user received an ¿insulin set expired¿ alert on the ilet system, and the user's caregiver indicated they had primed the tubing with visible drops but likely did not perform the cannula fill . The agent guided a cannula fill and the alert resolved, indicating an infusion set deployment step was missed. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure during infusion set deployment, involving the infusion set component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.